Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose (B)(6) 2019. Customer¿s blood glucose was over 600 mg/dl at the time of hospitalization. Customer's blood glucose level was 176 mg/dl at the time of incident. Customer was treated with intravenous drip. Customer had symptoms such as vomiting abdominal pain, difficulty breathing, diarrhea. Customer stated that the drive support cap was normal. Customer stated that there was no leak and air bubble. The insulin pump will be returned for analysis.